Event description:
The report indicated that the clinician noted leakage from the blood path to the water path during cardiopulmonary bypass. The device was not changed out and no pt injury was observed. The device was not used according to the instructions for use.